Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the ophthalmic system shut down during phacoemulsification surgery. The system exhibited a complete loss of phacoemulsification and fluidics functionality. The foot pedal became non responsive, and the green indicator light on the port turned off. The system was rebooted and the system message was encountered. Following the reboot and re priming/tuning, the procedure was completed successfully, and there was no patient harm.